Event description:
Ous MDR. After an implantation time of 59 months, it was reported that the device reached eri. The device was explanted and returned to biotronik. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
First the manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps have been carried out correctly. After its receipt, the pacemaker underwent a status interrogation. An error message occurred in the process. The eri state of the battery was displayed. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The current uptake of the device was then checked, which proved to be unremarkable. An additionally performed long-term study of the current uptake also showed no anomalies. The pacemaker was then opened. The visual inspection of the inner structure did not find any irregularities. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer of the battery for a thorough analysis. First, a microcalorimetric measurement of the battery was performed. No anomalies were found. In a next step, the battery was opened and examined. An internal short-circuit was detected within the battery. This short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the pacemaker was implanted for 59 months. During the analysis of the pacemaker, a premature battery depletion was confirmed. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, it can be assumed that the therapy functions critical for patient safety were available without restrictions during the implantation time.